Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 220104/220113 product family: scs-paddle leads upn: m365sc8120700 model: sc-8120-70 serial: (B)(6). Batch: 233366a